Event description:
The complainant alleged while monitoring a patient (age and gender unknown) complaining of chest pains, the device shut down. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction. The complainant obtained another device to monitor the pt.